Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were unresponsive and the keypad was damaged. Reportedly, the tactile changes occurred prior to damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be peeling and torn at the up arrow and down arrow keys, exposing the key contacts. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple presses to engage; all other keypad buttons responded properly. Additionally, the bolus button was intermittently unresponsive and difficult to press. The bolus button cover was removed and the internal plug contact was misaligned with contamination. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.